Manufacturer narrative:
Additional information: per the clinic, the patient underwent an incision and drainage on (B)(6) 2021 due to infection as previously reported. It was also reported that the patient was hospitalized (specific date and duration not reported) and following discharge, the patient was treated with antibiotics (specific date, type and duration) not reported. This report is submitted on january 04, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 06, 2021.

Manufacturer narrative:
This report is submitted on october 29, 2021.

Event description:
Per the clinic, the patient experienced an infection (B)(6) at the implant site (treatment unknown). The device was explanted on (B)(6) 2021. There are no plans to re-implant the patient.